Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 16, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on may 27, 2022.

Manufacturer narrative:
This report is submitted on february 16,2022.

Event description:
Per the clinic, the patient the patient experienced a skin overgrowth and developed an infection at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.